Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed the rewind, basic occlusion test,occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or displacement anomalies noted. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 4.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.